Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a missing set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, after initial connection of the leads to the device, high impedance values were observed. The implanter was unable to find the setscrews with the wrench. The grommets had to be removed in order to find the setscrews and remove the leads accordingly. The device was removed and replaced with no further issues. No patient complications have been reported as a result of this event.